Event description:
Patient was receiving jemperli, needed a filter added to the line. When attaching the one-link needleless connector onto the filter, the one-link kept twisting on the filter, not luer-locking into place. If you twisted it on, you could just pull the one-link off of the filter. The luer-lock of the filter appears sharp and jagged. Writer used same one-link cap and twisted onto new filter with no issue, so writer knew this filter was faulty. (B)(4), lot (10) r25k130310.